Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the pool cusa clarity 36khz handpiece (c7036p) heats up. No additional information is available.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The c7036 cusa clarity 36khz handpiece (hp) was returned for evaluation: device history record (DHR) review - lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis - the customer's indication of error is confirmed. The hp heats up quickly and the power amplitude displayed on the screen is very unstable. As a result, the hp was scrapped and replaced. Root cause - based on the reported issue of "it heats up", it is not possible to determine the root cause. No further action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.